Event description:
It was reported that the physician performed a thrombectomy on the left internal carotid artery (ica). To begin the procedure, the physician positioned a guiding catheter at the c2 segment of the left ica and navigated a guidewire and a guiding microcatheter through the lesion to reach the m2 segment of the middle cerebral artery (mca). Subsequently, a thrombus retrieval stent was deployed through the microcatheter. Then, an aspiration catheter was advanced over the stent wire. During the aspiration and withdrawal maneuver for thrombectomy, the proximal segment of the catheter bent and subsequently fractured. Despite retrieving a substantial amount of thrombus, angiographic imaging revealed that the vessel remained occluded. As a result, a stent was implanted, successfully restoring blood flow. After monitoring the patient for several minutes, normal blood flow was confirmed, and the patient was safely returned to the ward. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was broken/fractured 6.5cm from the proximal end of the hub. There was procedural fluid on the outer shaft and within the catheter. The catheter shaft was kinked/bent at 71cm from the proximal end of the hub. The catheter tip was intact. The catheter hub was intact. A functional inspection was not required as the defect was confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported an aspiration catheter was then advanced over the stent wire. During the aspiration and withdrawal maneuver for thrombectomy, the proximal segment of the catheter bent and fractured. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also additional information indicated the patients anatomy was severely tortuous. The device was returned for analysis, the catheter shaft was fractured 6.5cm from the proximal end of the hub. The catheter shaft was kinked/bent at 71cm from the proximal end of the hub. Based on a review of all available information and the analysis of the returned device it is probable the event occurred due to severity of the patients anatomy. The damage to the catheter shaft would indicate some resistance was encountered during the procedure. The as reported/as analyzed 'catheter broken/fractured during use' and 'catheter shaft kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the physician performed a thrombectomy on the left internal carotid artery (ica). To begin the procedure, the physician positioned a guiding catheter at the c2 segment of the left ica and navigated a guidewire and a guiding microcatheter through the lesion to reach the m2 segment of the middle cerebral artery (mca). Subsequently, a thrombus retrieval stent was deployed through the microcatheter. Then, an aspiration catheter was advanced over the stent wire. During the aspiration and withdrawal maneuver for thrombectomy, the proximal segment of the catheter bent and subsequently fractured. Despite retrieving a substantial amount of thrombus, angiographic imaging revealed that the vessel remained occluded. As a result, a stent was implanted, successfully restoring blood flow. After monitoring the patient for several minutes, normal blood flow was confirmed, and the patient was safely returned to the ward. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.